Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the speaker of the intellivue mp5sc spotcheck monitor was malfunctioning. It is unknown if there was still sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The following functional tests were performed: a authorized representative went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. The speaker was replaced by the authorized service provider. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed.if additional information is received the complaint file will be reopened.

Event description:
It was reported that the speaker of the intellivue mp5sc spotcheck monitor was malfunctioning. It is unknown if there was still sound coming from the device.the device was not in use on a patient at the time of the event.